Event description:
I had breast implant surgery on (B)(6) and within 6 months I noticed the left was larger than the right through the dr. Told me to allow more time to heal which I did and several months later I have since noticed a sharp pain on the left side from this. It starts under the nipple and is extremely severe. I also noticed that both breasts are rippled. When I touch them I can feel rippling beneath and all around them like the liquid inside is seeping out.